Event description:
A report was received that the patient recently had a cyst removed near the midline incision site and the lead was now protruding out. The incision site was open making the lead loops visible. The physician chose to expant the entire system and the patient is reportedly doing well following the procedure.